Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-14516. Related manufacturer reference number: 2017865-2019-15769. It was reported that the patient presented for a device related procedure on (B)(6) 2019. Upon investigation, it was noted that the patient had developed an infection. The system was explanted and replaced on (B)(6) 2019. The patient's condition was asymptomatic after the procedure.